Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the mini drawer 2-17 failed and was unable to recover. A field service engineer (fse) confirmed no failures were present upon arrival. The fse then tested all sub pockets, identified an issue with drawer 1-6, and replaced the mini control unit. All sub pockets in drawer 2 were again tested using the hardware test application and verified operational. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, whole drawer in station nic02wa would not open. Customer attempted to recover it and opened the back panel but found no obvious blockage or jam. The customer was able to manually release the drawer from the back; however, after attempting recovery again, the drawer still did not open. Power cycling the unit was also attempted, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.